Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 45 first prime pulses and was deactivated at 55 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying early, a root cause for the reported event could not be determined. The exposed portion of the soft cannula was observed to be kinked. Although the exposed portion of the soft cannula was kinked, this did not affect insulin delivery as fluid was able to successfully flow through the fluid path and exit the distal tip of the soft cannula. Although the cannula was damaged, the timing and cause of the damage is unknown.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.